Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement difficulties. The lead also exhibited loss of capture, high pacing threshold and high pacing impedance. The lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects.

Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.